Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw161389403 stent graft was implanted during the endovascular treatment of a dissection. It was reported that during the index procedure the etlw1613c124ej stent graft was implanted successfully from the left cia to the eia. However when attempting to deliver the non-medtronic main body stent graft the physician encountered some difficulty. The physician attempted to proceed however the device interfered with the etlw1613c124ej stent graft which made it impossible to remove the delivery system. The physician converted to an open repair and a y-graft replacement was carried out. Per the physician the cause of the event was anatomy related due to narrowing of the true lumen. User error was also a factor where preoperative measurements and simulation by the physician were insufficient. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
The previously reported sentence " an etlw161389403 stent graft was implanted during the endovascular treatment of a dissection" should read "an etlw1613c124ej stent graft was implanted during the endovascular treatment of a dissection" instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed after the y graft was placed the event was resolved and the patient is fine and as per the physician the event was more considered to be human error than product malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.